Manufacturer narrative:
Correction: h6 work order search: no similar complaint was reported for units within the same lot. (B)(4).

Manufacturer narrative:
Corrected data: h1: should be corrected to malfunction. Claim#(B)(4).

Manufacturer narrative:
Claim#(B)(4).

Event description:
The reporter indicated the surgeon implanted and removed a 12.6mm vticm5 12.6 implantable collamer lens -10.00/4.0/92 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The lens was reported as having low vaulting without rotation. The lens was intraoperatively replaced with a longer length lens. Cause of the event was unknown. It is unknown if the device failed to perform as intended. This resolved the problem.

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).